Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator change. During the procedure it was noted that there were multiple pauses and asystole spurts. The lead impedance dropped and under fluoroscope clavicular crush was noted, which caused pauses. The cardiologist decided to cap the lead on (B)(6) 2019 due to the insulation breach. The patient was dependent and stable.